Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. There was no impact to the customer's blood glucose level. In addition, it was reported that the battery gauge was observed to be fluctuating. Reportedly, the customer continued using the pump for insulin therapy.